Manufacturer narrative:
Patient demographics (weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The device was not returned for evaluation and the contribution of the device to the reported event could not be determined. The information received regarding the event is not sufficient to determine the cause of the event. A DHR review for this catalog number, ar-503-tttd and lot number 108761330 combination found no related information. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that on (B)(6) 2014 patient underwent a right tka. On (B)(6) 2016 patient had a revision surgery due to tibial loosening. During the revision the tibial tray ar-503-tttd (lot 108761330) was explanted along with tibial bearing implant ar-503-bd09 (lot 113601233). Procedure was completed using arthrex products. The following parts were implanted during the revision procedure: tibial tray ar-513-t3 (lot 10025315), stem extension ar-513-1250 (lot 10036354), and tibial bearing ar-503-bd15 (lot 113601219). Patient was a male, (B)(6). Patient medical records of (B)(6) 2016 noted that patient had a motorcycle accident and he feels a looseness in this knee with the pain getting worse. Examination of the right knee demonstrated medial joint line and medial tibial plateau tenderness but no lateral joint line tenderness. Mild effusion of the right knee. Assessment was effusion of right knee joint, right knee paint, instability of internal right knee prostheses, subsequent encounter. Surgeon recommended tka due to pain in the knee that is increased with activity and weight bearing. Patient also had interference with activities of daily living. Patient had pain through a limited passive range of motion with crepitus and swelling. X-rays showed periarticular osteophytes and joint space narrowing. Patient was scheduled for a right total knee replacement tibial bearing exchange, possible tibial component revision.